Event description:
It was reported during the trial procedure the pt involuntarily jerked while the physician was placing the epidural needle. Subsequently, a csf leak occurred. The procedure was completed and the pt remained asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.